Manufacturer narrative:
Device history record is not available due to insufficient device data. The events of necrosis and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: necrosis and infection (early onset).

Event description:
Healthcare professional reported unknown side necrosis and mrsa infection with tissue expander. Device remains implanted.